Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n232032, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It the patient experienced a return of symptoms. A few days prior to this report, the patient was in really bad pain, so a test was performed, which indicated that the catheter was dislodged. On the day prior to this report, the patient had a pump replacement and a new catheter implanted. There was no problem indicated with the pump. It was replaced because it was 5 years old. The reporter listed fentanyl, baclofen, dilaudid and morphine as pump medications. However, the reporter was not certain if those drugs were in fact in the pump. The only thing the reporter was certain of was that there were 4 different drugs. It was later reported that the healthcare provider (hcp) did a dye study on (B)(6) 2014 and found that the catheter was in the wrong location. The patient was due for a pump replacement next year, so both the pump and catheter were replaced. At the time of this report, the hcp was changing the dose for the patient. The patient was feeling much better. The device system was used to deliver fentanyl, clonidine, bupivacaine and morphine.